Event description:
When breaking down the robot the back part of the end effector broke off and separated. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that when breaking down the robot the back part of the end effector broke off and separated. Product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: 1. Review of the device history records indicate (B)(4) were manufactured and 9 accepted into final stock on 03/15/2017. Review of qt 17-03-0056 revealed that the 2 rejected devices were reinspected and accepted into stock on 08/21/2019. The non conformance is not related to the failure alleged. 2. Review of the product history records indicate 4 devices were manufactured and all were accepted into final stock on 5/22/2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19370816 shows 1 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414603 & CAPA 1450905. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When breaking down the robot the back part of the end effector broke off and separated. Case type: tha.